Event description:
It was reported that the handpiece began leaking a blood-like-fluid out of the handle during routine maintenance. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation, the quality engineer noted that a substance was found on the device. Based on the investigation details, the reported complaint was confirmed, and a sample was collected from the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventive maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.